Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of failed back surgery syndrome and spinal pain via foundation care. It was reported that the patient left a voicemail with foundation care indicating that the ¿stimulator was damaged.¿ no symptoms or complications were reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned. It was clarified that the initial report was in reference to an external device. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was clarified that there was not an issue with the stimulator; the patient was referring to the programmer. The replacement of the programmer resolved the issue. No symptoms or complications were reported.